Event description:
A surgeon reported leakage from the cassette during a procedure, no pt harm reported. Add'l info has been requested.

Manufacturer narrative:
(B)(4). The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).